Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. External visual inspection noted a protrusion on the case back in the location of the high voltage capacitors. There was also swelling of the case over the high voltage capacitors. An x-ray examination noted that the high voltage capacitor was bulging. The interrogated monitoring voltage was 3.062 volts and the battery status was end of life. A review of the device memory noted 11 charge time exceeded faults. The pulse generator case was then removed. Internal visual inspection noted the high voltage capacitor was bulging and a protrusion in the high voltage capacitor case was confirmed. The high voltage capacitor assembly was then removed from the flex circuit and the case of the high voltage capacitor was removed. Visual inspection noted arcing damage. The arcing was into the stack, based on the visual inspection of the stack. The failure appears to have been foreign material/compression resulting in arcing between anode a1-1 to the case. No further analysis was performed.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt- d) sought medical attention after receiving a shock. The shock was later determined to have been inappropriate. Upon device interrogation a fault code was displayed for a charge time out. Two capacitor reformations were performed which elicited 45 second charge times. During the capacitor reformations, the patient reported that the device felt warm. Boston scientific technical services discussed that the device needed to be explanted. The patient underwent a device change out procedure where the device was successfully explanted and replaced. The device was returned for analysis. There were no adverse patient effects reported.